Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed to correct the b3: date of event, b5: describe event or problem, e1: initial reporter phone and g1: MFR contact first name and MFR contact last name.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a sudden decreased in longevity. Analysis showed that there was no low voltage fault declared, however the battery depletion behavior was consistent with the low voltage capacitor issue. There were no suspicious faults or resets stored within device memory. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate. The device was malfunctioning. The device should be replaced and returned. The device remains in service. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a sudden decreased in longevity. To date, the device remains in service. No adverse patient effects were reported.